Manufacturer narrative:
Section b5 and h6 (patient code) has additional information.

Event description:
Additional information: an esophagogastroduodenoscopy (egd) was done on (B)(6) 2020. There was fresh blood in the proximal jejunum and the patient was bleeding in the mid t distal jejunum. There was blood refluxing up to the area where the scope could be advanced. The patient was admitted and had a blood transfusion.

Manufacturer narrative:
Manufacturer's investigation conclusion: pump stoppage events were confirmed through the review of the log file submitted by the account. Based on experience with the hmii lvas and similar reported events, the pump stoppages that occurred while the patient was supported by the power module could be indicative of driveline damage. Additionally, a specific cause for the reported bleeding, as well as a direct correlation to heartmate ii lvas, serial number (B)(6), could not be conclusively determined. The submitted log file contained data from 26may2020 through 07jul2020. On (B)(6) 2020, multiple pump stoppage events were captured with corresponding hazard alarms for low speed and low flow. All pump stoppage events occurred while the system was supported by the power module and appear to resolve when the patient switches to battery power. No other atypical alarms or events were captured. The actual speed remained above the low speed limit for the remainder of the log file and the pump appeared to be functioning as intended. The account reported that the patient was admitted to the hospital for anemia. An egd (esophagogastroduodenoscopy) showed fresh blood in the proximal jejunum. The patient required a blood transfusion of packed red blood cells. While admitted, the patient was connected to the power module and the pump stopped. The patient was placed on batteries and kept on them without further issue. The patient has reportedly not gained any weight and there was no obvious damage to the patient¿s driveline. The alarms have reportedly resolved. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. The heartmate ii lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This IFU also outlines the recommended anticoagulation therapy and inr range. The heartmate ii lvas IFU also outlines all system controller alarms as well as the appropriate actions associated with them. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The patient handbook contains a section on ¿caring for the driveline¿, however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current heartmate ii lvas, discusses pump speed, power, flow, and pulsatility index in section 1, ¿introduction¿. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The section entitled ¿alarms and troubleshooting¿ contains information regarding alarms on the system controller, including low speed/flow advisory/hazard alarms, no external power alarm, and pump off, and the proper actions associated with them. This section also provides information on driveline care and cleaning. The user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damaged). The current heartmate ii lvas patient handbook, contains a section on ¿caring for the driveline¿, however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. The section entitled ¿alarms and troubleshooting¿ contains information regarding alarms on the system controller, including low speed/flow advisory/hazard alarms, no external power alarm, and pump off, and the proper actions associated with them. In the event of a red heart/pump off alarm, the user is instructed to connect to a working power source right away and if connecting to power does not resolve the alarm, press any button on the system controller to attempt pump start and call your hospital contact immediately. The patient handbook also provides instructions in the event the pump stops in section 8 ¿handling emergencies¿. The current heartmate ii lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate ii left ventricular assist system in section 1 ¿introduction¿. Section 6 ¿patient care and management¿ (under "anticoagulation") contains information regarding the recommended anticoagulation therapy and inr range that should be maintained for patients using the device as well as the recommended anticoagulation modifications in the event there is a risk of bleeding. The heartmate ii lvas IFU states, ¿patients must always connect to the power module for sleeping (or when sleep is likely) because they may not awaken to hear low power alarms for batteries.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted to the hospital for anemia. The patient was connected to the hospital owned power module and experienced a pump stop. After this the patient was placed on batteries and there were no other issues. There were no other alarms upon review of the log files. The patient had no obvious external damage to the driveline. Upon review of the log files, there were three pump stops on (B)(6) 2020. It is believed that the pump stops could be because of potential issues with the percutaneous lead, x-rays will be needed to show this. Finally, the log file indicates that the patient did not connect to the power module/mpu during this history. This suggests that the patient is sleeping on battery power. The patient was being admitted and had another pump stop when connected to the power module. The patient also had low flow and low speed advisories. The patient was placed on backup batteries and the alarms resolved.